Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the tl30 instrument had no staples. There was no consequence to the pt.